Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes dashes (---) for all programmable parameters and "paradoxical magnet response". Just prior to explant, there was no telemetry.